Event description:
It was reported that the hip joint space had better distention and consistent visualization. However there was increased swelling.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: 1. Pressure sensor malfunction/out of calibration; 2. Inflow cassette/ tubing pressure sensor membrane failure; 3. Mis-inserted cassette/ tubing; 4. Motor encoder malfunction/failure (inflow and/or outflow); 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure; 6. Roller wheel failure due to peristaltic tubing debris build-up; 7. Main board (all) /imx failure; 8. Software malfunction ; 9. Use error; 10. System design; 11. Unwanted movement of internal components/wiring; 12. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design); 13. Pump operated at least-favorable environmental conditions for extended period of time; 14. Run screen does not adequately indicate overpressure situation; 15. Miniwashmalfunction (cf); 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready); 17. Excessive use of wash or turbo; 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates; 19. Power failure of pump; 20. Pressure sensor stuck behind the sensor bracket. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that the hip joint space had better distention and consistant visualization. However there was increased swelling.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.